Manufacturer narrative:
Additional information was added to h4 and h6. H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and clear passage underwater were performed, and there were no defects observed that could generate the reported condition. Priming was performed with no issues noted and a simulated usage test was performed with no issue noted. A water referee back pressure test was performed, and the results were satisfactory. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp continu-flo solution set leaked from the bottom port (clearlink). This was observed during patient infusion with a chemotherapy drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.